Manufacturer narrative:
(B)(4). The analysis results found that the device was returned in good visual condition. In an attempt to replicate the reported incident, the device was tested for functionality. Upon testing, the device was cycled, fed, and formed the remaining clips as intended. In order to confirm the clips were within manufacturing specifications, the clips were evaluated using a tool that is designed to determine proper formation. During analysis the jaws open and close as intended. In addition, the device locked out as intended. The device produces a sound while being fired out. This sound is generated by internal movements on the handle of the device, and it may vary in volume depending on the condition of the internal components, however this is not an indication of device failure no conclusion could be reached as to what may have caused the reported incident. The batch record was reviewed and no anomalies were noted during the manufacturing process. Additional analysis: photographic evidence alone I cannot determine the cause of the complication. Device photographic analysis additional information: batch # unk, expiration date: unk, manufacturing date: unk.

Event description:
It was reported that during a laparoscopic cholecystectomy procedure, the surgeon placed fired 4-5 clips on the duct and artery prior to experiencing a clip that didn't form completely. There seemed to be a few mm separating the clips, and the tissue didn't appear too thick (other clips formed on the same tissue). The surgeon was also deliberate in loading the clip into the jaw prior to placing tissue in the jaw and closing the clip. The handles were squeezed plastic to plastic. As he was firing, a crunching noise was evident. Case completed with same device. There were no patient consequences.